Manufacturer narrative:
One 14f guidestar steerable guiding sheath was received without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, there was a lot of air in the sheath after inserting the heliostar catheter in the left atrium. The hemostatic valve was viewed under a 10x microscope and looked normal with no anomalies. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport or through the handle. In addition, the event description also states that the user had difficulty inserting the heliostar catheter; therefore, the sheath was measured for the i.d. Dimension. A sample 14f dilator was inserted smoothly with no issue with insertion or withdrawing the dilator. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath did not leak when tested manually. The sheath also met the iso leakage test method requirement. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. The exact cause of the leakage cannot be determined. The device(s) passed and found to be within specifications. Per procedure for (adelante magnum and destino magnum sheath assembly) sample size 100%: the valves are visually inspected before final assembly. Leak test cured sheath assemblies per procedure. Per qa procedure (destino steerable guiding sheath in-process and final inspection) sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per procedure for destino steerable guiding sheath in-process and final inspection sample size-100% inspection. The sheath i.d dim "b & c" is measured by inserting a pin gauge at the proximal end of the shaft. Dilator insertion or pin gauge, sample size 100%: tooling dilator is inserted into the proximal end of the shaft to assure inner lumen is free of any obstruct materials. The dilator should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. There should be minimal gap between shaft and dilator at distal end. Inspection for obstruction ·a sample tipped dilator of appropriate size is inserted into the proximal hubbed end of the shaft to assure inner lumen is free of any obstruct materials. The dilator should pass smoothly without resistance thru the proximal end of the shaft all the way thru until it is protruding at distal tip. Per procedure for destino steerable guiding sheath and dilator packaging sample size: 100% each sheath is matched with a dilator by inserting the dilator into the distal end of the sheath. Per IFU the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported on (B)(6) 2021 that the procedure was successfully completed with the same sheath without delay. There was no air embolism reported for the atrial fibrillation procedure.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that in zero position a curve in the sheath remains. Big resistance during withdrawal of the heliostar catheter, lot of air after inserting the heliostar in the la. It was necessary to aspirate the air with a syringe. No patient harm reported.